Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; addrl1 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a micro-perforation of both the right atrial (ra) lead and right ventricular (rv) leads. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.